Manufacturer narrative:
(B)(4). The device was inspected and an impedance test was performed; the ins was attached to a known good extension and lead which was placed in a saline solution and normal impedances were measured on all circuits and electrode pair combinations. The ins was found to be functionally ok. (B)(4).

Event description:
It was reported that prior to an implantable neurostimulator (ins) replacement for normal battery depletion impedances were checked and all were normal except for c and 3 were about 400 ohms. A new ins was put in and all impedances were fine except c and 3 were 33 ohms. The extension was taken out and wiped down and checked for damage making sure it was free of fluid/debris and seated properly, put back in and impedances were tested again. All impedances were showing greater than 40,000 ohms except the c and 0. The extension was removed again, wiped down, inspected and put back in. Impedances were run and still showing greater than 40,000 ohms except c and 0. The extension was removed two more times and retested at greater than 40,000. The extension was hooked back up to the old ins and impedances showed normal but c and 3 were 33 ohms. There were roughly 7 attempts were made prior to using a new ins. It was determined the ins was damaged, the surgeon had suspected a defected battery and a new battery was opened. At that point a new ins was used and all impedances were good except c and 0 were 33 ohms. Reference manufacturer¿s report number for previous ins removed for normal battery depletion: 3004209178-2015-12076.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3389s-40, lot# va02y9y, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, lot# va01xj4, implanted: (B)(6) 2012, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37601, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).